Event description:
Customer contacted beckman coulter (bc) in regards to erroneously high calcium (ca) results which were generated for multiple samples. The results were reported out of laboratory. Samples were repeated and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event. Random samplings of the ca original results are provided.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours. Qc samples are run every 12 hours. Ise calibration was run and the qc results were within the lab's established range before the event. After the event qc results were out of range. Calcium was recalibrated and qc results were back in range. Service was not requested for this event. Malfunction will be assumed for the purpose of this report.